Event description:
It was reported that the patient experienced a revision of an ams advance male sling system due to unspecified reasons. An artificial urinary sphincter(aus) device was implanted to complete the procedure. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.